Manufacturer narrative:
Isi has not received the fenestrated bipolar forceps instrument for failure analysis investigation. Therefore, the customer reported failure has not been determined. If additional information received and/or the instrument is returned a follow-up MDR will be submitted to the FDA. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure the tip from the fenestrated bipolar forceps broke and fell inside the patient. The fragment was retrieved, however, at this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, the tip of the fenestrated bipolar forceps instrument broke off, fell inside the patient and was immediately retrieved. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) obtained the following additional information from the initial reporter: the initial reporter confirmed that the broken fragment was immediately retrieved with no additional medical intervention.